Manufacturer narrative:
It was determined that this pr is a duplicate of (B)(4) and is no longer needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set backflowed into the primary set. The event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.